Event description:
The facility representative reported a colleague infusion pump with multiple 810:11 failure codes in the history. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version is (B)(4), which is classified as colleague 2006. No additional information is available.

Event description:
It was reported via the american heart journal 2010; 160:775.e1-775.e9 article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation" that a patient experienced stent fracture and separation and restenosis. (B)(6). The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was in the circumflex artery, but the details are not indicated. The lesion was an in-stent restenosis, but was not a chronic total occlusion. The diameter of the vessel and the lesion length were unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, a 3.0 x 23mm cypher bx was implanted. The date of the procedure and the details of the stent implantation were unknown. At the first follow-up angiogram (6 to 9months after the implant), the stent fracture and 90% focal restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site. Popma et al classification was iii (complete separation without displacement).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).